Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are 2 other complaints for the lot. (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced photophobia and halos. The lens was exchanged for a different lens within 4 months after initial implantation. Additional information has been requested and received stated that there was no patient harm and patient had two surgeries instead of one. The surgeon prognosis was good.